Event description:
The customer reported that the monitor screen was white on the 7900 system. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep instructed the customer over the phone. The reported problem was fixed. The system was tested and operates as intended. No add'l repair info was provided.